Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2013-01872 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used during a procedure performed on (B)(6) 2013. According to the complainant, during preparation it was discovered that the sheath was loose where it connects at the handle. A second interject injection therapy needle device was found to have the same issue. The complainant confirmed that no part of the sheath detached, it only appeared loose. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. This event has been deemed a reportable event based on the investigation results, which found that the inner sheath had detached from the inner hub.

Manufacturer narrative:
(B)(4) for the evaluation findings of outer sheath detached from inner hub the returned interject injection therapy needle device was evaluated. A visual evaluation was performed. The inner and outer sheaths were severed and detached at the distal end of the hub when received. The inner sheath was detached from the inner hub. The ends of the detached sheath were consistent with being cut by a sharp object; however, it could not be determined how the device was cut. A functional evaluation could not be performed due to the returned condition of the device. Therefore, the inner sheath was removed from the outer sheath; the inner sheath moved freely through the outer during removal. The inner sheath had no kinks and the needle was present and attached. Based on the evaluation conducted; the cause of inner sheath detachment could not be determined. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.